Event description:
As a result of an internal review of the file, reporting that several instruments enter with difficulty and the trocars easily detach from the sclera during the surgery. The surgery was completed using a new set of trocars. The surgery was planned for posterior segment. There was no patient harm, the event is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
As a result of an internal review of the file, reporting that several instruments enter with difficulty and the trocars easily detach from the sclera during the surgery. The surgery was completed using a new set of trocars. The surgery was planned for posterior segment. There was no patient harm, the event is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that several instruments enter with difficulty and the trocars easily detach from the sclera during the surgery. There was no patient harm. Additional information requested and received that the surgery was completed using a new set of trocars. The surgery was planed for posterior segment (retinal detachment).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).